Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2007; 5076 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's device toned for an right ventricular (rv) lead defibrillation impedance warning. The device was interrogated and it was noted that the lead exhibited high and undefined superior vena cava (svc) impedance. Follow up indicated that the svc coil was turned off and the alert was turned off as well. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented at the hospital due to syncope/near syncope. No further patient complications have been reported as a result of this event.